Event description:
On (B)(6) 2013, it was reported that the patient was seen last month and the physician did not believe that the device needed to be re-positioned, so it was put on hold. The patient was recently seen by the nurse and the settings were adjusted. The patient is now doing well.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient reports an increase in seizure activity, both in frequency and severity. It was noted that the device settings were adjusted for better seizure control and that upon interrogation there was no indication of problems with the device's functional capacity. It is unknown if the seizures are an increase above the patient's pre-vns baseline. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the previous reports inadvertently reported this information incorrectly. Medical intervention was taken by adjusting vns settings.

Event description:
It was reported that the patient was scheduled for surgery. The patient's generator was replaced on (B)(6) 2014 and was reportedly discarded so will not be returned to the manufacturer for analysis. The implant card reported the replacement was prophylactic.

Manufacturer narrative:
(B)(4).